Manufacturer narrative:
A ge service representative performed an onsite investigation. The x-ray tube was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system displayed an 'overload fault' error and experienced an uncommanded system shutdown. No pt death or serious injury was reported.